Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead moved and lost capture shortly after implant. It was also reported that the lv lead exhibited high thresholds. An attempt to re-position the lv lead was unsuccessful, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.